Manufacturer narrative:
G4 - premarket/510(k) #: k142259, k163701. Good faith effort attempts were made to try and retrieve additional details regarding the product return status, but further information was unable to be obtained. Investigation results: media review: media was received in the form of imaging. Review of the media revealed the direxion microcatheter nitinol shaft had fractured exposing the inner lumen of the microcatheter. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion fathom-16 system confirmed that the reported events are known events defined in the products risk management documentation. This event has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the device fractured. A direxion fathom-16 system was selected for use. However, during the procedure, it was noted that the device became fractured. The device was removed intact. The procedure was completed with another direxion fathom microcatheter. There were no patient complications as a result of this event and the patient's condition was positive post-procedure.